Manufacturer narrative:
Based on the analysis, the alleged battery not charging, battery training, low blood glucose (bg) issues could not be verified; however, two different issues, touchscreen shattered and alert 4, were identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level ranged from ¿low¿ to 299 mg/dl; cause of the low bg was unknown. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.